Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non boston scientific right ventricular (rv) lead exhibited high out of range shock impedance measurements. In addition, high pacing thresholds were noted. Technical services (ts) suggested further review. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non boston scientific right ventricular (rv) lead exhibited high out of range shock impedance measurements. In addition, high pacing thresholds were noted. Technical services (ts) suggested further review. No adverse patient effects were reported. This ICD remains in service. Additional information indicated that this ICD system was evaluated in clinic and the impedance measurements were back in range. The non boston scientific lead has been implanted for more than ten years. However, the patient remained under monitoring. No adverse patient effects were reported. This ICD remains in service.